Manufacturer narrative:
The device will not be returned for analysis; therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device prematurely reached elective replacement time (eri). Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is not expected for return, as it was discarded at the hospital.